Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was located in a mildly tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, first inflation was performed at 6 atm but the balloon ruptured vertically upon second inflation at 8 atm when inflated for 30 seconds. The device was removed without any problem with the usual method and the procedure was completed with a different device. There were no complications reported and the patient is in good condition after the procedure.